Event description:
It was reported that during a laparoscopic colectomy procedure, the device would only operate the 2nd or 3rd time the trigger was activated. Case completed with another device of the same product code. No further information available. No patient consequence. No device returning.